Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of calibration and quality control data confirmed that all signals and recovery values were within expected ranges. The root cause was attributed to a sample-specific discrepancy. False reactive results may occur with immunoassays, and confirmatory testing is recommended to validate results. No general product issue was identified, and the device remained in operation at the customer site.

Event description:
The initial reporter alleged repeatedly reactive results for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. The initial test conducted on (B)(6) 2025 yielded a result of 6.47 coi (subresults: ahiv 6.47 coi and hivag 0.183 coi), which was reactive. A rerun of the sample was also positive. A third run conducted on (B)(6) 2025 yielded a result of 6.64 coi (subresults: ahiv 6.64 coi and hivag 0.192 coi), which was reactive. Additional testing of the same sample included an hiv card test, which was negative; an enzyme-linked immunosorbent assay (elisa), which was negative; and testing on a vitros analyzer, which was also negative.